Event description:
It was reported that when the patient presented for routine follow up, high pacing lead impedance and high capture threshold were observed. Dft testing was performed successfully. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.